Event description:
Information received by medtronic indicated that the customer reported physical damage to the insulin pump. Troubleshooting was performed and there was no damage to reservoir and infusion set. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan as per hcp instructions. The pump was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states the pump powered up after battery installation and displayed a flashing medtronic logo unable to perform the displacement test, sleep current test, active current test, and self test due to the flashing medtronic logo. Unable to download the pump history and trace files using thump due to flashing the medtronic logo. The pump was cut open to perform a visual inspection and found moisture damage on pcba 1. A test p-cap locks into the reservoir compartment properly. The following were noted during the physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, serial number label fading, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Flashing medtronic logo, download difficulty, and moisture damage are confirmed. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.